Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error e333 was displayed due to damaged liquid crystal display panel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center display did not work. The issue was found during reprocessing, and it was noted that there was no patient involvement. The device was returned for evaluation. During the device testing and inspection of the device, the following reportable malfunction was found: device showed error code e333 after power on. This was caused by damaged lcd (liquid crystal display) panel with touch layer. Some unknown liquid got to the touch layer and lcd. The lcd panel required replacement for correct function. There were no other findings during the inspection. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and no additional findings were noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.